Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer evaluated their device and determined that the cause of the reported issue was the therapy connector assembly. Physio-control then provided the biomedical engineer with the part number for a replacement therapy connector assembly. The device was not returned to physio-control for evaluation.device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a quik-combo therapy cable was connected. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a quik-combo therapy cable was connected. There was no patient use associated with the reported event.

Manufacturer narrative:
Method code, of the initial medwatch report indicated codes: 4114 and 4112 method code, of the initial medwatch report should have indicated code: 4114 (only) results code, of the initial medwatch report indicated: 120 results code, of the initial medwatch report should have indicated: 3221 conclusion code, of the initial medwatch report indicated: 4307 conclusion code, of the initial medwatch report should have indicated: 4315 of the initial medwatch report indicated: code # 2645 - na. Code # 1559 - unlabeled. Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer evaluated their device and determined that the cause of the reported issue was the therapy connector assembly. Physio-control then provided the biomedical engineer with the part number for a replacement therapy connector assembly. The device was not returned to physio-control for evaluation. Section h10/h11, narrative text, of the initial medwatch report should have indicated: h6: code # 2645 - na code # 1559 - unlabeled physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. New information for supplemental medwatch: h6: it was later confirmed by the customer, a biomedical engineer, that their device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.